Event description:
It was reported that the guidezilla entangled the stent. The target lesion was located in the middle left anterior descending artery (lad) with severely stenosis and was 25 to 30mm long, with a reference vessel diameter of 2.5 mm x 3.00 mm. There was atherosclerotic plaque. A 6f guidezilla ii guide extension catheter and a non-boston scientific (non-bsc) stent were selected for percutaneous coronary intervention. A guidezilla ii guide extension catheter was used to deliver the non-bsc stent to the lesion. During the procedure, it was noted that the extension catheter entangled the stent, resulting in deformation. An intervention was done to remove the devices. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable after the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Manufacturer narrative:
E1: initial reporter facility name: the first affiliated hospital of dalian medical university. Device evaluated by MFR.: returned product consisted of the guidezilla ii guide extension catheter. Visual examination revealed that the shaft was flattened in numerous locations, including the tip. Media examination revealed that the media consisted of a video of the device in patient's anatomy. The video was reviewed, and it showed the distal end of what appeared to be the guidezilla ii but no device interaction with the guidezilla shown. Therefore, the media was inconclusive. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the guidezilla entangled the stent. The target lesion was located in the middle left anterior descending artery (lad) with severely stenosis and was 25 to 30mm long, with a reference vessel diameter of 2.5 mm x 3.00 mm. There was atherosclerotic plaque. A 6f guidezilla ii guide extension catheter and a non-boston scientific (non-bsc) stent were selected for percutaneous coronary intervention. A guidezilla ii guide extension catheter was used to deliver the non-bsc stent to the lesion. During the procedure, it was noted that the extension catheter entangled the stent, resulting in deformation. An intervention was done to remove the devices. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable after the procedure.